Event description:
In 2009, the lay user/patient contacted lifescan alleging that the onetouch ultra smart meter read imprecisely. The medical surveillance specialist (mss) contacted the patient to obtain/clarify information. The patient reported readings of 304, 286, and 254 mg/dl, performed within 20 minutes of each other the day before at around 6pm. The difference between these results falls within the expected value of <=20%. She also reported readings of around 430, 350, and "300 something" mg/dl performed back-to-back. The difference between those results may fall outside the expected value of <=20% depending on the exact numbers. She said that the next morning she obtained a reading of about 250 mg/dl and took about 4 units of humalog insulin based on the reading. Then within half an hour, she allegedly felt shaky and felt like passing out but did not pass out. She says she ate something and felt better almost immediately after eating. The patient says she takes humalog insulin on a sliding scale before she eats. She says she takes 6 units if the reading is around 350 mg/dl, 4 units around 250 mg/dl and 2 units around 150 mg/dl. She said she does not take any other types of insulin or medication for diabetes. The patient felt she took too much insulin due to the reading. According to the troubleshooting performed with customer service, the patient's testing steps were correct, the results were from an approved sample site, and the unit of measure was set correctly at the time of testing. This complaint is being reported because the patient alleged she obtained inaccurate readings, took additional insulin based on a particular reading, and suffered symptoms indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.